Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine post-implant follow up this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range pace impedance measurements causing the device to switch to unipolar pacing which then elicited high pacing thresholds and loss of capture (loc). Despite loc, there patient reported an improvement in their condition and no adverse effects were noted. Upon reprogramming the device to bipolar pacing a reduction in pacing thresholds was observed. Fluoroscopy was performed and there was no discernable change in lead position. The physician elected to performed a revision procedure at which time the lead was checked via pacing system analyzer (psa). Normal pace impedances were observed and the high pacing thresholds confirmed as seen with the device. The lead was subsequently explanted and replaced. Following completion of the procedure, the physician noted that they encountered difficulty extending/retracting the lead helix at initial implant.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. X-ray analysis confirmed the lead remained intact with no evidence of fracture. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems at implant or subsequent out-of-range pace impedance measurements and high pacing thresholds with loss of capture. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.